Manufacturer narrative:
Procode: nio stent, iliac. (B)(4).

Event description:
According to the physician, "the scaffolding is too far apart, the clot came back into the stent. User was having another stent (wall stent) brought in to be used". The stent was being placed via the common femoral vein. Further information provided states, "when the stent began it¿s deployment the system jumped back almost as if the wire was no stiff enough, on the second stent we used a lunderquist wire which stabilized the system a bit more". The delivery system held straight and still during deployment, however the physician commented that the pinning the metal cannula/hub at the back end seemed wobbly. Furthermore, the stent jumped distal early in the deployment and was pulled back gently to proper location.